Manufacturer narrative:
(B)(4). The device evaluation was completed. Although the reported event was not specified, the evaluation revealed it to be a reload the set (rls) 152 alarm. It was verified through the event history log review and sample evaluation. The cause was determined to be a leak in the manifold tubing. The tubing was replaced as the device was sent to servicing. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A review of the device alarm log revealed an alarm that verified the reported condition. The device was visually inspected with no issues noted. Functional tests were performed on the device, and it failed the crt test. The device was repaired, and the device passed function, electrical safety, calibration, and simulated therapy without additional defects or malfunctions should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced unknown system error alarms on the homechoice device while performing peritoneal dialysis therapy (details not provided). No additional information is available.